Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 484 mg/dl. The customer also reported a smell of insulin radiating from the reservoir compartment. The customer declined to troubleshoot for the reservoir leak. The customer agreed to return the reservoir for analysis.